Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. The pump was also received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 115 mg/dl at the time of the incident. Customer stated that he was out in a rain storm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he does not have a back-up plan, but he later found insulin pens.